Manufacturer narrative:
The lead was returned without identified device or use problem. A malfunction based on analysis was found. A full lead was returned in one piece for analysis. Visual inspection of the lead found an external outer insulation abrasion exposing the outer coil consistent with friction to the device can, at 14.4cm to 14.7cm from the connector pin. Electrical testing found internal shorts between conductors due to procedural damage to the inner insulation. No other anomalies were found.

Event description:
This report is to advise of an event observed during analysis.